Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient saw their managing healthcare provider (hcp) twice and both times, the hcp found stimulation had been shut off on its own. The patient said the hcp said they had never seen this before. The patient does not know what caused it and they had not been to an airport or any high security. No patient symptoms and no further complications have been reported as a result of this event.